Event description:
Literature: de la casa-fages b, grandas f. Dopamine dysregulation syndrome after deep brain stimulation of the subthalamic nucleus in parkinson's disease. J neurol sci. 2012;312(1-2):191-193. Doi: 10.1016/j/jns.2011.08.014 summary: this article presents case studies of three patients with parkinson's disease (pd) who developed de novo dopamine dysregulation syndrome (dds) within a year of surgery for deep brain stimulation (dbs) of the subthalamic nucleus (stn). The patients overused dopaminergic drugs to avoid anxiety, dysphoria and other non-motor symptoms. The authors hypothesized that the combined effect of dopaminergic replacement therapy and dbs on the limbic territory of the stn could have precipitated the dds by inducing hyperstimulation of the mesolimbic dopamine system, although a definite causal relationship could not be established due to the patients' inability to tolerate discontinuing dbs. The authors found that the outcome of dds is poor despite dbs adjustments, attempts to reduce the dose of dopaminergic drugs and the addition of quetiapine or antidepressants. Reportable event: patient (B)(6), a (B)(6) male with a history of mild depressive symptoms, underwent stn dbs due to motor fluctuations with erratic off periods characterized by severe akinesia and painful dystonia. After dbs and adjustment of antiparkinsonian drugs the patient experienced a reduction in and less severe off periods and dystonia practically disappeared. Four months after surgery, the patient began to self-administer at least 6 apomorphine injections daily to avoid anxiety, depressive mood and a sensation of fear. The post-operative MRI confirmed the electrodes to be in the correct location. The patient's device was reprogrammed and bromazepam, quetiapine, citalopram and venlafaxine were tried but the patient's behavior did not change. The patient could not tolerate switching off the dbs because of rapid deterioration of motor function. Four years after surgery the patient still used more apomorphine injections than justified by the motor symptoms. See literature article attached to MFR report #3007566237-2012-00318.

Manufacturer narrative:
Continuation of concomitant medical products - implanted: unk explanted: unk, lead model: unk lot/serial # unk implanted: unk explanted: unk. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.